Event description:
It was reported that an ilet user experienced recurrent low and high glucose readings and attributed lows to overdosing by the device. Logs showed very few meal announcements, which the user reported using primarily as corrections, and the user had also paused insulin prior to a hyperglycemic event. Symptoms included hyperglycemia and hypoglycemia ranging from 58 mg/dl to 365 mg/dl, with malaise reported during the lows. Outcomes included treatment for low glucose with oral glucose consistent with an unexpected medication intervention and a minor injury or illness classification. Investigation included communication with the user, analysis of information provided, and review of use patterns. Investigation of this case revealed no device problem, a usage problem related to employing meal announcements as corrections, and relevance of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.